Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed revealed a power on reset (por) - power on reset parameters. There were two pors for write to locked ram, address=16ed, data=2d on (B)(4)-2012 and address=0e21, data=0 on (B)(4)-2012. There was one patient alert for por on (B)(4)-2012.

Event description:
It was reported the patient was having radiation therapy when a power on reset occurred. Invalid data was also noted on the remote follow up session. The device was reset and remains in use. No patient complications were reported as a result of this event.